Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was obtunded after the ipg replacement (also see related MFR. Report#: 3006705815-2018-03322) on (B)(6) 2018. The patient was administered a reversal drug. The patient was awake within 15 minutes.

Event description:
Follow-up information provided the patient has no further issues.